Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the soft cannula did not find it to be bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path. The original download data shows that the device generated an 0x10 alarm, indicating reset caused by sawcop expiration. No timeouts or drive stalls were observed. The device was reset and the data was downloaded. The rerun data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. Inspection of the device found no damages or manufacturing deficiencies that would result in an 0x10 alarm. It could not be determined what caused the alarm.